Event description:
New lot enluxtra absorbent dressing was "yellow" (usually white). It developed contact dermatitis rash. Pt had been using enluxtra dressings to right leg wound with excellent wound healing and no periwound skin breakdown or rashes. On approx (B)(6) 2022, the pt applied enluxtra from new shipment (new lot number). She noticed it was "yellow" rather than white when she opened the package, but it otherwise looked ok and no odor noted. Within "hours" of applying the product, she developed severe itching and removed the dressing. She had a bright red indurated rash in the exact shape of the dressing.